Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0tuzj, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient had x-rays performed and one showed the lead may have shifted from the center. Refer to manufacturer report #3004209178-2017-01527.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that a fall may have caused the lead migration. There were no further complication reported or anticipated.